Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. During a percutaneous coronary intervention (pci) procedure, after the catheter was connected, it was found that the device could not start and the console displayed a stall. Following multiple replacements of the rotablator and rotawire, resolution was still not found. The procedure was cancelled. The patient was stable. It was further reported that the four single use devices did not have any malfunction, and they could not be used due to the console malfunction. Also, the procedure was rescheduled and the patient was sedated with local anesthesia.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was cancelled. During a percutaneous coronary intervention (pci) procedure, after the catheter was connected, it was found that the device could not start and the console displayed a stall. Following multiple replacements of the rotablator and rotawire, resolution was still not found. The procedure was cancelled. The patient was stable.